Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis in good condition. The report of the battery compartment being burned was verified. Inspection of the pump found it's contaminated of fluid/rusted inside the batteries compartment. Recommend batteries compartment to be replaced. The contamination is reported to be user introduced.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd legacy plus gave "no message" alarm while in use. It was reported that pump's sensor underwent adjustment. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with the pump showing signs of fluid ingression at the base of the pump. The event log showed six no disposable alarms. The customer's reported problem regarding " no cassette detected" was unable to be duplicated although the event log verifies that the event occurred (6 no disposable alarms recorded). Sensor testing found the downstream sensor value within manufacturing specification. Simulated use testing was unable to replicate the error with a disposable attached. After removal of the cassette the pump did alarm for "no disposable attached". The upstream sensor will be recalibrated and downstream sensor will be replaced as preventative measure . Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Event log indicated that the alarm occurred near the end of the infusion. When the medication becomes depleted the pump will alarm. Alarm is normal for patient safety. The upstream occlusion sensor has two functions. The same sensor is used to detect cassette detachment' and therefore when the cassette runs dry, the pump may display a screen message "no disposable, clamp tubing" and provide an alarm.